Event description:
It was reported that there was electromagnetic interference during use of a novum iq large volume pump. The user plugged the novum lvp into a wall outlet while a non-baxter electrocardiogram (EKG) was in use. ¿upon plug in, noise/interference was noted on the patient monitor. Noise was resolved by either unplugging the lvp or applying filtering at the patient monitor¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.